Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. At this time, the following information is unknown: the date of the da vinci-assisted surgical procedure, details regarding the "ultracision" device, if there was an alleged device malfunction, if there were any intra-operative complications, the outcome of the surgical procedure, and the patient's current status. Isi has attempted to contact the author correspondence of the clinical article and the site to obtain additional information regarding the reported event. As of the date of this report, no new information has been provided. If additional information is obtained, a follow-up MDR will be submitted. A review of the system logs for the reported event cannot be performed since the event date is unknown. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted "spleen-preserving distal pancreatic resection" procedure, the patient "had to undergo resuscitation and an emergency laparotomy to control a bleeding from the splenic artery." Per the journal article, it was alleged that "the bleeding was most likely caused by necrosis of the vessel wall resulting from the ultracision device." However, at this time, details regarding the "ultracision" device are unknown.

Event description:
On (B)(4) 2020, intuitive surgical, inc. (Isi) became aware of a world journal of surgery article titled, ¿minimally invasive versus open pancreatic surgery in patients with multiple endocrine neoplasia type 1¿ ( c. Lopez, et al. 2016). Per the clinical article, eight hours after undergoing a da vinci-assisted spleen-preserving distal pancreatic resection procedure, the patient experienced "life-threatening" post-operative blood loss. The patient underwent resuscitation and an emergency laparotomy to control bleeding from the splenic artery. The bleeding was "most likely caused by a necrosis of the vessel wall resulting from the ultracision device."